Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report. The subject device was returned to olympus medical systems corp. (Omsc). Omsc checked the subject device and found that the phenomenon ¿there had been the seepage of the glue from the subject device¿ had not occurred. But omsc confirmed the phenomenon "the discoloration of the glue" which was not reportable event. Also omsc found the reportable event ¿breakage of forceps/irrigation plug¿. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc could not review the manufacturing history record (DHR) because the lot number was not provided. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation, there was the possibility that this phenomenon was attributed to the deterioration of the glue due to the excessive chemical stress by the reprocessing other than the sterilization, or the handling.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during the preparation for use, it was found that there had been the seepage of the glue from the subject device. There was no report of patient injury associated with the event.